Manufacturer narrative:
The cot was evaluated by an authorized field technician at the customer's location on 10/17/2019. A visual and functional evaluation was conducted. The cot functioned as intended, with no malfunctions. The IFU contains sufficient instructions for proper unloading of the stretcher from the ambulance the cot was returned to service.

Event description:
It was reported while unloading a patient from the ambulance the latch was pressed too early before the legs were down causing the stretcher to fall with the patient. The patient remained restrained to the stretcher, but allegedly did complain of right elbow pain as a result.

Event description:
It was reported while unloading a patient from the ambulance the latch was pressed too early before the legs were down causing the stretcher to fall with the patient. The patient remained restrained to the stretcher, but allegedly did complain of right elbow pain as a result.